Event description:
A malfunction alarm was reported by a distributor, dinno santé, regarding a pump that exhibited error 16-0x20e6. There was no reported impact on the customer's blood glucose level. The pump was returned for further examination, and a replacement pump was provided. No further information provided.